Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what type of procedure was the device used in? Resection of the rectum. Prior to use, were the staple observed to be missing from the device? No. Was the device fired? Yes. If yes: where within the gap setting scale was the orange indicator prior to firing? Unknown. What confirmation was received that the device was fully fired? Yes. Did the device staple? Partially. Was the staple line complete? No. What was the shape of the staples (b-formation, irregular, legs straight)? B formation but partially. Did the device cut? No. Was the cut line fully circumferential around the target tissue? Unknown. If the device fully cut, were all tissue layers present in both donuts when inspected? No. What was the appearance of the donuts? Unknown. How was the procedure completed? Used another one product the same type. What is the current status of the patient? Good condition.

Event description:
It was reported that at an unknown time for an unknown procedure, physician reported no staples on the half of device. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Expiration date: 03/13/2020. Manufacture date: 04/13/2015 . The analysis results found that the sdh33a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.